Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service history, trending by product line and system serial number, failure mode effects analysis and the system hazard and user misuse analysis. The DHR (device history review) for the asp automatic endoscope reprocessor with printer system (B)(4) confirmed that the product met all specifications at the time of release. The service history for the asp automatic endoscope reprocessor with printer did not reveal a trend for fluid leak issues. Trending analysis for fluid leak issues associated to the asp automatic endoscope reprocessor with printer did not indicate a significant trend. The fmea (failure mode effects analysis) associated to fluid leak failures is considered low risk. The fmea (failure mode effects analysis) associated to spills / leak failures is considered minimal. The shuma (system hazard and user misuse analysis) associated to cidex spills are a category 1.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their meter does not power on. The patient mentioned that prior to testing on (B)(6) 2010 at 2:15pm, the patient felt thirsty. The patient then attempted to test his blood glucose and noticed that the meter would not power on. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced and the issue was not resolved via troubleshooting. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient's occurred prior to using the meter. The patient denied seeking any medical attention. The complaint is being reported since the reported issue was not resolved.

Event description:
The customer reported the aer system was leaking cidex opa on the floor. The customer also stated no injuries were involved and the appropriate ppe was worn while cleaning up the leak.

Manufacturer narrative:
An asp field service engineer assessed the unit onsite. He adjusted the soap dispensor and cleaned the drain valve. The unit was tested and meets manufacturer's specifications.